Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however the device evaluation is anticipated, but not yet begun.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 90% stenosed, 2.5x20mm concentric target lesion was located in the severely tortuous and calcified left circumflex (lcx). A 2.50x20mm taxus liberte stent was advanced to the lcx, and it was noted that the physician had difficulty crossing the lesion and during the attempt, the stent moved on the balloon. The physician deployed the stent in an unintended site, "5mm ahead of the target lesion". It was noted that the stent was well positioned and apposed and was fully expanded. The procedure was completed by implanting a different device in the intended target lesion. No patient complications were reported with the patient's current condition listed as "stable".

Event description:
It was reported by (B) (4) that an edwards device was explanted. (B) (4) did not want to give me any additional information, but she needed to inform me that an edwards device was explanted. (B) (4) will have someone from their risk management department call with the details of the complaint. 04/19/2010 telephone call from sales representative (B) (4) to confirm that (B) (4) called in the complaint. (B) (4) did not give him any details of the explant. (B) (4) did speak with the surgeon dr (B) (4), stating that he explanted a 2800 of unknown size after an estimated 4 year implant duration. The explanted valve was replaced by a 3300tfx of unknown size. The sales representative will obtain more information regarding the explant on a hospital visit on wednesday 04/212010. It is unknown if the device is available for return, but the sales representative would like a return kit sent to him. No additional information is available at this time. Please note a 2800, 19mm has been chosen as a product ID until the device size is known. E-mail from sales representative dated 04/21/10 provided patient info. Ipr data indicates that the device is in fact a 2800, 19mm originally implanted on (B) (6) 2005.

Manufacturer narrative:
Evaluation summary: calcification is moderate in the cusp area ,heavy in the free margins of leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. As received, a gap is noted at the coaptation region due to calcification. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 2mm. Host tissue is moderate at the stent outflow. The wireform is exposed at commissure 2 at the outflow aspect. The x-ray demonstrates calcification. (Model# 2800) the device history record (DHR) review was completed, and there was no nonconformance found related to this event.